Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received his new insulin pump today and that his blood glucose exceeded 500 mg/dl and reached 570 mg/dl. The customer mentioned that he had heart trouble and that he feared the hyperglycemia would exacerbate that issue. The customer treated with a manual insulin injection. Troubleshooting was initiated for the hyperglycemia and no anomalies were noted; however, the customer did not have a tubing clamp to perform the high pressure test. The insulin pump was not returned or replaced.